Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported going to the hospital after receiving a blood glucose level of 500 mg/dl and could not bring it down. Caller reported a blood glucose level of >600 mg/dl at the hospital; treatment received was not provided. Pump shows caller barely delivered bolus. Company representative instructed customer on use of the pump. No product was requested to be returned.